Event description:
The superficial femoral artery stenosis was being angioplastied with a pta5 balloon when the balloon immediately burst on inflation. The balloon was removed and another balloon pta5 with the same lot number was used. This also immediately burst. The balloons were both inflated within the recommended rate burst pressure limits. A competitor balloon had to be used. This balloon did not burst. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Device code: balloon rupture is addressed in the IFU. The complaint products were returned in a used and damaged condition. Per dfmea, balloon burst, compliance, and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minium of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined per spec. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned devices appears to confirm the statement in the event description that the balloon did not burst at high pressure. Additionally one of the two devices appeared to have burst in a circular pattern. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The evidence of a circular burst at low pressure indicates that the balloon expansion was constricted, possibly by a lesion. Devic failure is most likely related due to pt condition. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assesment.